Manufacturer narrative:
The beckman field service engineer (fse) performed full decontamination procedure including cleaning of ion selective electrode (ise) lines and flowcell. As part of decontamination procedure, multiple parts were replaced including ise tubing (no. 13 and 14), chloride electrode, potassium electrode, sodium electrode and carbon bridge. The fse verified integrity check passed. Calibration and quality control were acceptable. The primary cause was not identified. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event. A malfunction cannot be ruled out. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported their unicel dxc 800 pro synchron clinical system generated low na (sodium) results for twelve (12) patients. The results were released from the laboratory. When questioned by the physician, the samples were repeated on another dxc instrument and high results were recovered. The corrected results were then reported out of the laboratory. Evaluation confirmed the differences in recovery for eleven (11) patients were erroneous. There was no impact to patient safety. Quality control was within the lab established range prior to the event.